Event description:
The customer reported falsely elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for two patients, involving unicel dxc 600i synchron access clinical system. Subsequent testing on an alternate access system produced lower results, within the normal reference interval. The elevated results were released out of the laboratory and questioned by the physician. Amended reports were issued. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse reviewed the system's event log; no issues were noted. The fse performed volume checks and discovered aspirate probe # 1 was not properly evacuating fluid from the reaction vessel (rv). The fse replaced the aspirate probe but noted no improvement. The fse replaced the peristaltic pump tubing and retested volume checks; test results passed within system specifications. The unit conformed to the manufacturer's published performance specifications. The fse noted the peristaltic pump tubing did not appear damaged upon visual inspection. The fse flushed the tubing with de-ionized (di) water and met resistance. The fse felt a pop and water moved through the tubing freely. The fse did not see any obstructive material. The tubing was sent to customer product line support (cpls) laboratory for investigation. This medwatch report is related to MDR 2122870-2012-00152.